Event description:
I used the amo moisture plus product that has recently been recalled. I am a soft/disposable contact lens wearer. Over the past 3 months, I have been battling recurrent slight redness in my eye that I assumed was caused by allergies, however, I woke up in agony due to problems in my right eye. When I went to urgent care - it was a sunday-, I was found to have a corneal abrasion and was treated with sulfacetamide -sp?- which did not heal the problem, in fact, it became worse. After 2 days, I returned to a clinic at my college because my eye was not better, and she said that the "scratch" was healed, so she gave me an antibiotic/steroid combo to reduce the inflammation which she attributed to the sulfa drops. My eyesight at this point left me almost blind in that eye, however, it has since improved, but not to its previous clarity. I am a poor college student, and I have very limited health insurance, so I have been unable to see an ophthalmologist about this. I am still having occasional redness in the eye, and my vision is not what it was before this happened. I have a feeling that there is more going on here than a scratch. I have discontinued using my contacts for the time being. I take armour thyroid. I use soft contact lenses: aquavue advance toric lenses.